Manufacturer narrative:
The product was received and the final investigation shows that a visual investigation was performed. The unit was opened and investigated. No flashing red led, no marks for burning or melting was observed. The led window is mechanically damaged (by customer) and housing showed contamination. The allegation in this case could not be substantiated.

Event description:
Reporter stated the casing surrounding the base light is burned, black, and melted. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.